Event description:
A customer contacted baxter's technical service center regarding a high drain 105 alarm that appeared on the homechoice (hc) display during drain 5, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) assisted the home patient (hp) in reviewing the therapy log. The hp did not report any symptoms. The tsr explained the high drain display and arranged a swap of the hc machine. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, and that she had been continuing therapy on the new hc machine without any issues. The hp stated that she discussed the alarm with her nurse, who reviewed programming, and found that there was an issue with how her husband had entered the values. Per hp, the nurse corrected the programming, and everything has been "a-ok" since then. The hp stated that she was doing "great" and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event, but did not duplicate during pal evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. A short simulated therapy was performed and completed successfully. The cause of the reported issue was determined to be insufficient drain due to user error; tidal ultrafiltration (uf) removal was set too low. The device was determined to meet specification for the reported issue of iipv (high drain 105). A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA.